Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) sent an email reporting that while using the acuvue oasys for astigmatism brand contact lenses he/she was diagnosed with a corneal ulcer in each eye. The pt reported that he/she had to use ¿antibiotics to clear up the infections in my eyes.¿ on 30aug2016 the pt called and additional information was obtained as follows: the pt reported that he/she wore the same prescription in both eyes. The pt reported that he/she ¿advised his/her eye care provider of discomfort.¿ the pt reported that he/she ¿continued to wear the lenses because the ecp stated the feeling was normal and he/she needed to adjust to the lenses.¿ the pt reported that he/she experienced ¿stinging and watering throughout the day until the pt removed the lenses.¿ the pt reported that the irritation in the os was worse. The ot also reported that he/she was ¿prescribed steroid drops during both exams and was required to use a second drop six times a day.¿ the pt reported that he/she was first diagnosed with a corneal abrasion, but it ¿turned into an ulcer.¿ the pt reported that both eyes are now better after two months, but ¿there is little scarring.¿ the pt reported that he/she is now wearing glasses. The pt reported that the lenses ¿looked cloudy after the second day of use, but nothing else noticed on the lenses.¿ the pt reported that the lot # is unknown. The suspect lenses and the remaining lenses were lost in a move. The pt reported that he/she does not sleep in the lenses and uses a multi-purpose solution. A call was placed to the pts ecp and the ecp reported that the pt was initially seen on (B)(6) 2016 and also had a follow-up visit on (B)(6) 2016 for a recheck on the prescription because the pt was not seeing clearly. The ecp reported that the pt has a history of dry eye but has not had any visits for ¿ulcers, loss of vision or abrasions.¿ multiple calls were placed to the pts treating corneal specialist for additional information, but no additional information has been received. The event date is reported as (B)(6) 2016. This report is for the pts od event. It is being reported as a worst case. The pts os event will be submitted in a separate report. The lot number is unknown and the product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.